Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed soft cannula infusion set and cartridge, then resumed insulin therapy and no additional issues were reported.